Event description:
It was reported that the customer felt the no delivery alarm was not working properly. It was stated that the customer has experienced high blood glucose levels and bent cannulas, but the insulin pump has not alarmed no delivery. There was no tubing clamps or hemostat available for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.